Event description:
A biomedical engineer reported that the system's screen lost power, and then the system would not boot up properly. Add'l info was received indicating that the event occurred during surgery, and that a backup system was bought in without delay to complete the surgery. There was no harm or impact to the pt.

Manufacturer narrative:
The company rep examined the system, verified the customer reported problem, and replaced the host power pcb (printed circuit board). The system was then tested and met product specifications. The replaced host power pcb was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).